Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted loss of prime warnings. The reported blood glucose (bg) was 24mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This report is being made due to the loss pf prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015 device evaluation: the device has been returned and evaluated by product analysis on 12/08/2015 with the following findings: no evidence of eaw 162 no low warning in the balckbox. Rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration was within specifications. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.